Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It has been reported that the jts drive unit sent for the lengthening procedure wasn't working properly. It was further reported that there was an issue with the magnet which kept shutting off.

Manufacturer narrative:
The investigation concluded that the returned drive unit is fully functional, the test report for this drive unit, performed before dispatch and also following return of the device indicate it is functionally acceptable. There is no indication as to why the health care facility were unable to operate the drive unit. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. A replacement jts drive unit was provided to the health care facility and an extension procedure was successfully completed on the (B)(6) 2018.

Event description:
It has been reported that the jts drive unit sent for the lengthening procedure wasn't working properly. It was further reported that there was an issue with the magnet which kept shutting off.